Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump that was previously infusing unknown drug for unknown indications. It was reported that the patient stated their pump was shifting within their pelvis, causing pain, and they wanted to know if there was a procedure to remove the pump. The patient stated that the device was implanted in germany 18 years ago and they stopped using it three months after implantation. The patient also mentioned that in germany, the pump could not be removed. An agent reviewed the information and redirected the patient to a healthcare provider (hcp) for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient re-reported that the pump had been in their body for 18 years and was implanted in germany. When they were in germany, the patient stated they spoke with a few different physicians who did not feel comfortable explanting the pump and catheter because they weren¿t sure how to close the hole in the spinal cord once it was removed. The patient thought when they came to the us they could finally have it explanted, because the shifting of the pump was causing them some discomfort. The patient did not know when this issue began. The device serial number information was requested, and the patient did not have their ID card and was not sure what the serial number of their device was. Managing physician information was requested, and the patient stated they had not yet found a managing physician to inquire about explanting their pump. The patient was redirected to an hcp and provided a phone number to obtain a physician listing in their area.